Manufacturer narrative:
Investigation summary: two samples were returned for investigation by the customer. The sets were examined for defects and abnormalities. An occlusion was found in the tubing by the male luer. A 10 ml bd syringe filled with saline was attached to the set and attempted to flush. The set was unable to be primed. The customer complaint that they could not push flush through the product could be replicated. A quality notification was sent to the manufacturer. The root cause was excessive solvent in the joint male luer - tubing. Corrective actions to refresh training to operators to make sure it is applying enough amount of adhesive, check 100% all sets produced and to follow instructions and use fixtures required. A device history record review for model 30914 lot number 21069620 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris extension set was clogged. The following information was provided by the initial reporter: hi, I visited and they experienced issues with item 30914 as clinicians were not able to push flush through the product making it defective and unable to use.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set was clogged. The following information was provided by the initial reporter: hi, I visited and they experienced issues with item 30914 as clinicians were not able to push flush through the product making it defective and unable to use.